Event description:
The customer reported a contained cleaner leak of approximately one (1) ml from the coulter lh 750 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found that the rinse cup was leaking cleaner during shutdown. The fse replaced the probe wipe and the instrument ran without leaks. (B)(4).